Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was surgically explanted due to infection. This issue was discovered as patient was already in the hospital and suspected of being infected. There was no problem reported with the electrical measurements values. No additional adverse patient effects were reported.